Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the sphincterotome was not conducting electricity peripherally. They were unable to provide a clean sphincterotomy. The procedure was completed with the subject hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the sphincterotome was not conducting electricity peripherally. They were unable to provide a clean sphincterotomy. The procedure was completed with the subject hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and ripped; the exposed cut wire was broken/bent and appeared to have melted/split the extrusion at the distal pierce hole. The distal end of the extrusion was ripped all the way to the tip, splitting the tip. During testing it was found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device; the measured cutting resistivity was within specification. The outer diameter measurements of the cut wire met specification. The broken ends of the cut wire appeared black/burnt which indicates that electric current flowed through the cut wire. The condition of the returned incident device was not consistent with the complaint that the device would not conduct electricity. The most probable root cause for the condition of the returned device is likely due to operational context. The device history record was reviewed and found to meet all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)